Event description:
Customer was admitted as an inpatient to the hosp high bg/dka. Customer also reported that pump display went blank after changing the battery but came back on after cleaning the battery contacts.